Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during the planned removal procedure metallosis was macroscopically detected in the region of the most distal locking screw and there was concern of possible corrosion.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned nail was conducted and there was no visible external damage to the device. There was no discoloration, wear, or debris detected. The alleged event was unable to be confirmed as there was no sign of corrosion nor was any objective evidence of the reported metallosis provided. Device record review: a review of the device history record (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.